Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found no voltage in the m-cabinet. Also, the mains switch would not turn on. An on-site visit was scheduled and upon troubleshooting, the philips field service engineer (fse) identified a defective fuse in main power distribution (mpd) control board. The cause for the defective fuse could not be determined. The fuse was replaced to resolve the issue, and the functionality was restored. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.